Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 85 90-1, lot# n478665, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
The patient had a headache and increased spasticity. The pump logs were checked. There was no flow through the catheter, so the catheter could not be opacified during the dye study. The catheter was disconnected. The exact location of issue could not be determined. A catheter revision was planned. The patient had a neurosurgical consult scheduled. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.